Event description:
It was reported that the patient had been referred for prophylactic replacement. It was then reported that the patient was in the hospital complaining of chest pain around the generator, so the device was disabled. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.